Manufacturer narrative:
The pump passed the error test, and no alarm was noted. No damage was found on the interface board. However, an alarm was confirmed in the history file due to a corrupted history file. No cosmetic damage was noted. The pump passed the displacement, rewind and basic occlusion tests. No rewind anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose was unknown mg/dl. The customer stated a temp basal was not programmed before the alarm. The customer stated that the alarm didn't occur after inserting a new battery and alarm is not recurring during normal use. It was explained to the customer that the device experienced an unexpected restart. The customer was advised to monitor insulin pump. The customer reported via phone call that the insulin pump had spanish software anomaly. Customer's blood glucose was unknown mg/dl. The customer can't verify 3 alarm occurred with a week of each other , requested insulin pump for final analysis. The customer was advised that we are sending replacement pump.